Event description:
During an endopyelotomy, catheter broke and one end of the wire perforated the ureter. The ureter was incised and a portion of the catheter was removed as well as a small fragment of wire. The remaining catheter was removed by pulling it out through the urethra. Other devices in use at the time.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.